Event description:
The user facility reported a large amount of water leaking from their reliance synergy washer. The volume of water that leaked was several gallons. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a loose quick disconnect on the recirculation pump. The technician replaced the clamp gasket ran a test cycle and confirmed the unit to be operational.